Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Further information reported that the patient's atrium was too large for the preformed j lead; the lead was replaced with an active fixation lead.

Event description:
It was reported that the lead dislodged. The lead was repositioned on (B)(6) 2011, however dislodged again. The lead was explanted and replaced.